Event description:
It is reported taht in 1996 the pt underwent right total hip replacement. Postoperately they experienced pain, and x-rays taken in 1997 revealed a defect in the cement mantle in the form of a fracture about midway along the stem. As a result, 3 month later pt's hip was revised where the femoral stem was removed and replaced.